Event description:
The caregiver was moving the consumer to his wheelchair with the pt lift. The consumer moved his leg out of the sling. The caregiver lowered the consumer to the floor and readjusted his leg. When the caregiver started to lift him back up, the base of the lift allegedly broke near the left rear curve, causing the consumer to fall and break his collar bone when the lift fell on him.

Manufacturer narrative:
Info received from the care facility indicates that during a transfer, the pt's leg came out of the sling. After caregiver readjusted the pt in the sling and proceeded to lift the pt. The pt lifts leg allegedly became damaged and the user fell and broke their collar bone. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on injury.